Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ping meter was giving inaccurately erratic readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On (B)(6), 2010 the patient obtained the blood glucose readings of "hi mg/dl" (greater than 600 mg/dl), 316 mg/dl, 140 mg/dl, 214 mg/dl and 129 mg/dl on the reported meter within 20 minutes of each other. At that time, the patient experienced no symptoms of high or low blood glucose levels. The patient administered self-treatment by taking ten units humalog insulin; he did not seek any medical attention. The meter was replaced. The patient did not suffer an adverse event due to the reported meter. The patient experienced no symptoms and denied seeking medical attention. The self-treatment correlated with the readings. However, as the test results fell outside expected values for precision testing, this complaint is being reported.